Manufacturer narrative:
The complained device was returned to stryker orthopaedics (limerick, ireland) and the reported event could be confirmed. Within the complaint investigation the foreign material in the returned package was identified as the silica gel out of a damaged desiccant pack. The failure mode (foreign particles in blister / brown particles in outer powder blister) and the root cause (tooling incorrectly aligned sealing mechanism) can be attributed to a manufacturing related issue. Furthermore, the hydroset will not mix if desiccant packet is cut open and silica gel material added to powder. To continually improve the desiccant pack manufacturing process, the manufacturer notified stryker that the format of the desiccant pack was changed to a cut strip pax style. Therewith there is a wider, more robust seal on the desiccant pack.

Event description:
It was reported that a nurse opened the package for the hydroset "debris" was noticed in the package. Nothing was placed on sterile field.

Event description:
It was reported that a nurse opened the package for the hydroset "debris" was noticed in the package. Nothing was placed on sterile field.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.